Event description:
On (B)(6) 2012, the pt reported that the buttons on the pt's infusion device were not responding. The pt stated that the rubber protector is peeling up on the up button, but the button was working until (B)(6) 2012. The pt replaced the battery and the device displayed e8 (power interrupt). The pt could not clear the e8 message because the buttons would not respond. The pt changed the battery again and the device again displayed e8. The pt stated that he is going to switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 was found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button is permanent active due to external mechanic damage. The damages led to the triggering of e8 errors. The adapter and battery cover passed the optical inspection. The problem mentioned by the customer is related to careless handling of the product.